Event description:
During the procedure, the guidewire of the angioguard could not cross the target lesion. Therefore, the angioguard was removed from the pt's body and another product (percusurge, medtronic) was used. The procedure was continued and completed successfully. There was no adverse consequence to the pt. The target lesion was the carotid artery (details unk). There was no info about calcification and vessel tortuosity. The rate of stenosis was unk, but heavily stenosed. Analysis of the returned product showed bends in the guidewire, a core wire fracture and the coil wire being stretched.

Manufacturer narrative:
The complaint received states that during a carotid stent implantation procedure, the angioguard failed to cross the target lesion. The pt's age and gender were unk. The target lesion was side unspecified carotid artery described only as heavily stenosed. The angioguard was inspected and prepped according to IFU guidelines and no anomalies were noted prior to use. After the device was inserted and tracked to the lesion, it failed to cross the target lesion and was removed from the body. A competitor's product was used to successfully complete the procedure. There was no report of injury to the pt. Additional damage, core wire fractured and stretched, was noted on analysis and captured. Confirmed bents in the guidewire, core wire fractured and coil wire stretched. Per MFR report: a review of the device history records (DHR) indicates this packaging lot consists of all units, from two assembly lots, final inspection tested and deemed acceptable for shipment by MFR on 21 october 2008. Aside from the bend damage located 0.25 to 3.80 cm, 7.00 to 16.4 cm and 23.1 to 299.3 cm from the distal tip and the fracture of the core wire at or adjacent to the distal tip joint resulting in a 1.45 cm stretched region beginning 3.10 cm from the distal tip, the specimen appears visually and dimensionally correct. After receipt of permission to dissect the specimen, the already stretched region was stretched an additional 2.15 cm (to a total of 3.60 cm) to expose the proximal aspect of the core separation and the coil wraps adjacent to the distal tip joint were stretched 1.40 cm to expose the distal aspect of the core separation. The core wire separation appears to present indications of tensile overload. The specimen presents no obvious indications of manufacturing defect or anomaly. The stretched coil wraps, combined with the wire fracture by tensile overload, suggest the specimen came under constraint and sustained a fracture during the failed attempt(s) to cross the target lesion. Procedural and clinical factors appear to have impacted on the event as reported. No mention is made in the complaint documentation regarding the damage to the distal tip region or the wire shaft; as such, the timing of this damage cannot be determined. These observations and speculations are based on the evidence presented by the sample article and the limited info provided by the supporting documentation. The complaint of failure to cross could not be confirmed; however, further damage was noted in analysis that was captured. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. Inspections are in place to prevent damaged products from leaving the facility. Review of the info suggests that vessel and procedural factors may have contributed to the reported event and confirmed failures.